Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer also reported that he received several no delivery alarms. The customer's blood glucose was 420 mg/dl at the time of call. The customer stated that he already different cannula lengths. The customer stated that the insulin was not expired or denatured. The customer stated that the tubing was not bent or kinked. The customer stated that he already tried all remedies. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.